Event description:
It was reported that "it became unable to pace a while after started pacing. Although the output was increased to 5v, it was unable to restart the pacing. Therefore the catheter was exchanged to another one." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc volume limited syringe was returned for evaluation. A non-edwards introducer was seated to the catheter from 45cm to 60cm from the tip. The balloon inflated clear and concentric with 1.3cc air and the balloon remained inflated for 5 minutes without leakage. Continuity testing confirmed both the distal and the proximal electrodes were continuous and there were no short or intermittent conditions. No visible damage to the catheter body, balloon windings or returned syringe was found. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The complaint could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.